Manufacturer narrative:
Evaluation summary: the reported condition of a flo-gard infusion pump with a broken clamp was confirmed and reproduced by baxter service personnel. The root cause of the condition was determined to be a defective slide clamp sensor from fluid intrusion. The safety slide clamp assembly was replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with a broken clamp. This condition was found during programming/setup of the device but it is not known in which care area. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.